Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and two months post filter deployment, computed tomography revealed there was an inferior lingular segment pulmonary arterial branch embolus. On the same day, an ultrasound duplex lower extremity venous right showed that the study was positive for extensive deep vein thrombosis throughout the right lower extremity, that extended from the proximal right femoral vein through the popliteal vein and into the right posterior tibial veins. Approximately one month and twenty five days later, ultrasound lower extremity venous duplex bilateral showed that the left femoral vein had evidence of chronic, non-occlusive thrombus. There were no device deficiency identified. Therefore, the investigation is inconclusive for the alleged perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with recurrent lower extremity deep venous thrombosis despite been on anticoagulation therapy/pulmonary embolism and to stop future clots from travelling to lungs or heart. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.